Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that visible metal shards were found in trial cathcart head while sterilising after a case. Consignment set.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : the device associated with this report was returned to depuy synthes for evaluation. Review of the photographic evidence and visual examination of the device was bale to confirm the complaint. Small shards of a unknown material were found on the surface. Overall appearance of the device shows worn consistent with heavy use. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a date code  was provided, which indicates that the device was manufactured on (february 2006).  A manufacturing records evaluation (mre) was not performed since a valid finished good lot number was not provided for this device.